Manufacturer narrative:
Device evaluation summary. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed creases on both views. A line of shell abrasion was also observed at the end of a crease on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and one leakage site was detected; a rent measuring less than 0.1 cm discovered within the shell abrasion on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 425cc saline breast implants serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasia female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants that the right side deflated after implantation. As a result, the patient underwent bilateral removal and replacement with another mentor saline implants as follow: left: catalog number: 3502450, serial number: (B)(4), right: catalog number: 3502450, serial number: (B)(4) on (B)(6) 2018.